Event description:
Patient reported right side capsular contracture baker grade iii-IV, "right one feels very deformed." 'Simple cysts on right breast, peri implant, undulations on the right side." Healthcare professional reported capsular contracture baker grade iii-IV. This relates to the right side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events capsular contracture, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Patient reported right side capsular contracture baker grade iii-IV, "right one feels very deformed." 'Simple cysts on right breast, peri implant, undulations on the right side." The device still was explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Wrinkling: unable observe wrinkling. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. -seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Correct reason for reoperation: "capsular contracture" baker grade unspecified, ¿muscular contracture¿, and contra-lateral "side is feeling too hard and hurts a lot".

Event description:
Patient reported right side capsular contracture baker grade iii-IV, "right one feels very deformed." 'Simple cysts on right breast, peri implant, undulations on the right side." Healthcare professional reported capsular contracture baker grade iii-IV. This relates to the right side. The device still remains implanted